Event description:
It was reported the patient underwent posterior fixation. It was reported that the crosslink was implanted with no problems. Four days later, an artifact was found on post-op x-ray. This artifact was the distal end of the set screw of the crosslink. The set screw was sheared at the last thread allowing the tapered end to migrate superiorly. The patient underwent revision surgery ten days post-op, due to crosslink shirring at the set screw. Upon examination during surgery, there appeared to be some fatigue with the set screw and it was loose. The devices were explanted and replaced.

Manufacturer narrative:
The product was not returned for evaluation. X-rays were not provided. With the available information, a cause or contributing factor cannot be determined.